Event description:
A customer reported that during cataract surgery, the footswitch was not functioning and the remote control did not work. The procedure was completed by exchanging the footswitch and changing the batteries in the remote control. There was no patient harm reported.

Manufacturer narrative:
The facility did not request service; however the customer did order an exchange footswitch replacement. The replaced footswitch was returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).